Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure, with a vizigo sheath and a hemostatic valve separation occurred. During the procedure, the vizigo sheath had blood backing up into the hub. There was no visible damage to the vizigo sheath. Nothing ¿broke¿ on it. When the patient coughed, blood squirted out the back. There was no patient consequence or need for intervention and no air entered the patient¿s body. The sheath was replaced, and the issue resolved. With the information available, this was not assessed as a patient event but as a MDR reportable product malfunction for hemostatic valve separation, as it is most likely that the backflow bleed occurred due to a malfunctioning/dislodged valve.